Event description:
The initial attorney report alleged injury and defective mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2006 - pt underwent repair of incisional ventral hernia with placement of composix kugel mesh. (Note: the details of this procedure were not included in the medical records provided.) On (B)(6) 2007 - pt underwent excision of the composix kugel mesh. Reportedly, the cavity that had been infected was encountered and opened. Omentum and small bowel adhesions to the mesh were noted. (Note: the entire operative report for this procedure was not included in the medical records provided.)

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating by the date of implant, that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Currently, it is unk whether the device may have caused or contributed to the reported event. There were no details included in the medical records provided for the implant procedure and the operative report for the explant procedure was incomplete. The medical records indicate that the pt was treated for adhesions and infections, both of which are known possible adverse reactions listed in the IFU. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." No lot number has been provided; therefore a review of the mfg records could not be conducted. Additionally, no sample was returned for eval. If additional event and/or eval info is obtained, a f/u MDR will be submitted.